Manufacturer narrative:
Results: the pet lock was damaged on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The pull wire was completely retracted out of the distal detachment tip (ddt). The non-penumbra microcatheter was ovalized and kinked in multiple locations. Conclusions: evaluation of the returned devices revealed that the non-penumbra device was kinked and ovalized. This damage likely contributed to the resistance experienced during advancement of the pc400. Further evaluation of the returned devices revealed that the pc400 pet lock was damaged and the pull wire was completely retracted out of the ddt. This type of damage likely occurred from forceful handling during use. If force is applied to the proximal end of the pusher assembly and the pull wire is retracted, by design the embolization coil will detach from its pusher assembly. The kink in the pusher assembly was likely incidental and may have occurred during packaging the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure treating a thoracic aortic aneurysm using penumbra coils 400's (pc400's). During the procedure, while attempting to advance a pc400 through a non-penumbra microcatheter, the physician experienced resistance and the pc400 was unable to advance any further. The physician then retracted the pc400 coil and notice that it had unintentionally detached and became stuck within the microcatheter. Therefore, the microcatheter containing the detached pc400 coil was removed from the patient and the procedure was completed using a new pc400 and a px slim delivery microcatheter (px slim). The physician reported flushing between each coil and not using a rotating hemostasis valve. There was no report of an adverse effect to the patient.